Event description:
Rescue responded to a call, the autopulse platform was deployed and after 10 minutes of operation the chest compression assembly (cca) broke. The customer said the cca was "mangeled" and that they felt they had twisted the belt during deployment. They were working in the cramped space and it was difficult to get the cca around the patient. They reverted to manual CPR and completed the code.